Event description:
A report was received that the patient had difficulty charging the ipg. The physician suspected device malfunction on the ipg and that it should be replaced. Database analysis revealed no anomalies. The patient will undergo ipg revision.

Event description:
A report was received that the patient had difficulty charging the ipg. The physician suspected device malfunction on the ipg and that it should be replaced. Database analysis revealed no anomalies. The patient will undergo ipg revision.

Manufacturer narrative:
Additional information was received that the patient was not able to link the charger to the ipg due to positional issues. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well post-operatively.